Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, pus (abscess).

Event description:
Patient reported right side ¿rupture, pus ¿. Device remains implanted.

Event description:
Additional information provided, there is no rupture or abscess for the right side. These events have been removed and are no longer reportable to the FDA.

Manufacturer narrative:
Additional information provided, there is no rupture or abscess for the right side. These events have been removed and are no longer reportable to the FDA.